Event description:
Initial breast augmentation in 1986 with saline implants. Replaced with dow corning implants. These were removed in 1994 after capsular contractures and symptoms developed. Nagor implants were inserted in england & symptoms worsened necessitating removal.